Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the right ventricular (rv) lead exhibited high sensing integrity counter (sic), and noise. The rv lead setting was re-programmed to bipolar and sensitivity adjusted. The rv lead remains in use. No patient complications have been reported as a result of this event.